Manufacturer narrative:
The catheter has been returned and evaluated. The catheter was found ruptured at 15.5cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Catheter rupture. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
It was reported the catheter ruptured during onyx injection and was removed from the patient. No patient injury reported. Same event as MDR# 2029214-2012-00398.